Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the image capturing problem/issues could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the evis exera iii xenon light source exhibited image capturing problem, overheating and issues related to usb (universal serial bus). There was no report of patient or user injury due to the event. This report is being submitted for the reportable malfunction of image capturing problem.

Manufacturer narrative:
The subject device was not returned to an olympus service center for evaluation. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Device not returned.